Event description:
It is reported that the tip of mis screw inserter / extractor separated while in use.

Manufacturer narrative:
Evaluation summary: visual inspection of the device confirms that the weld was broken for the tip. This issue is a previously addressed design issue. It was determined that the current welding configuration would not provide the weld strength required for the instrument to perform its function. A new welding process and chamfers were used to increase the durability of the weld. As this device was manufactured prior to these changes, the complaint will be considered a previously addressed design issue. Evaluation: the manufacturing records were reviewed and found to be conforming indicating that the devices were manufactured, inspected, and packaged to specification.